Event description:
It was observed during the device inspection, that the high flow insufflation unit tank pressure indicator was bad/no lcd (liquid crystal display) display. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found the following: top cover has scratches; and tank pressure indicator bad required-no lcd (liquid crystal display) display. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Corrected data: h6 - health effect - impact code - from 2199 - no health consequences or impact to 2645 - no patient involvement a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be identified. However, it is likely there was a lighting failure caused by a faulty light-emitting diode. Olympus will continue to monitor field performance for this device.